Event description:
Initial reporter indicated that their patient's vns was not working. The patient was seen on (B) (6) 2008 and they could not interrogate her generator. They rotated the wand, changed the battery in the wand, checked connections, no electromagnetic interference suspected and the handheld computer was not plugged into the wall. They were able to successfully interrogate other vns patients using the same programming system. There was no increase in seizures reported and the patient did not perceive stimulation with normal mode or magnet swipes. Their last successful interrogation was (B) (6) 2008, but they did not perform diagnostics. The doctor felt that the generator should last longer and should not be at end of battery life. The patient had their vns generator replaced and good faith attempts are being made for the product for analysis.